Event description:
This event was reported that the surgeon used model 1161 for sizing the pt's annulus. During sizing, the dr pulled the device out and he noted that the 'barrell' and 'arms' were missing. The dr was able to retrieve the 'barrell' and 20 out of the 3 'arms'. This missing 'arm' was in the pt's ventricle. The dr looked for the piece in the ventricle, but was unable to locate it. No pt injury was reported. This device is expected to be returned for an evaluation, but has not been rec'd.